Event description:
It was reported that the t1 and t2 deployed together. No patient injuries were reported.

Manufacturer narrative:
Ination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device.

Event description:
It was reported that the t1 and t2 deployed together. A backup device was available to complete the procedure with no significant delay or patient injuries.